Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that while administering medication, health professional noticed that the area around the patient¿s bed was wet and discovered that the solution was leaking out from the plug attached to the safestep. Health professional stopped the administration and restarted it using new supplies. There was no reported patient injury.